Manufacturer narrative:
(H3) as reported, approximately five years post rtka, this 55 y/o male patient had a revision for post lateral femur cyst and partial bilateral, reason not reported. Patient is being followed by his surgeon. Devices will not return. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post rtka, patient had a revision for post lateral femur cyst and part bil.